Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 562 mg/dl. The customer reported that they received a motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer performed displacement test and was passed. The customer declined troubleshooting for high blood glucose. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will not be returned for analysis.